Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the patient stated she has had elevated blood glucose readings which she believes is due to air bubbles. She stated she is currently on medication and refused further discussion at this time. On follow up with the pt, she said that "days" after changing the insulin cartridge of her infusion device she sees air bubbles. She stated she properly lubricates the cartridge and uses room temperature to fill it. She primes with her device upright and primes out any air bubbles she sees. She does not adjust the piston rod prior to inserting the cartridge and was advised to do so. She stated if she has an air bubble, it may cause her blood glucose to elevate (no specifics given). The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.